Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set tubing broke off from the base of the infusion set site. The customer experienced an elevated blood glucose level (900 mg/dl) and diabetic ketoacidosis (dka), and was addressed with a correction bolus, via the pump. The customer went to the emergency room (ER) and was subsequently transferred to the intensive care unit (ICU). An insulin drip and intravenous (IV) fluids were administered to address bg level. Reportedly, the customer was released from the hospital in (B)(6) of 2015. The customer could not provide infusion set information.